Event description:
It was reported that on (B)(6) 2025, the c-arm on a selenia dimensions mammography systems, 3d began to move on its own. A field engineer was dispatched to assess the device and found the c-arm switches to be broken. The field engineer replaced the broken switches and confirmed that the system is functioning to manufacturer specifications. No patient or user injury was reported.